Manufacturer narrative:
Correction: b5 - the fracture was confirmed visually and not with imaging. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the fracture was confirmed visually upon explant and not with imaging.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced a fall recently and system was unable to provide effective therapy. X-rays confirmed that both leads were fractured and as such surgical intervention was undertaken wherein the leads and anchors were replaced and therapy was restored post procedure.